Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was reviewed and confirmed the device is bent. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Did a noiles / lps case yesterday at (B)(6). The following instruments from the loan kit need looking at: 865226 stem trial extractor ¿ tip is bent. 217863134 sleeve clamp ¿ locking handle doesn¿t appear to be working correctly. 217863136 hudson adapter ¿ not locking onto the revision reamers.